Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a double beep. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the worn downstream occlusion (dso) nub was the root cause. The downstream occlusion was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.